Event description:
Customer reported that the pump screen was dark and would not turn on despite attempts to press the button and connect it to a charging source. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on steps to handle the situation, including using multiple daily injections as a backup for insulin delivery, and decided to replace the faulty pump. Customer acknowledged instructions on returning the problematic pump, putting it into storage mode, and receiving the replacement pump without the need for a delivery signature.